Event description:
The customer reported that the left monitor was black and nothing was displayed. This resulted in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The a video connector was repaired. The system was then found to be operating as intended.